Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the highly calcified right coronary artery (rca). After pre dilatation was performed, a 2.50x20mm promus premier stent was advanced to treat the target lesion. However, when the device was pulled back to position, the stent got caught and it accordioned. It was noted that the distal end of the stent was crushed on the balloon and was malformed. The stent was crumpled on the back end of the balloon but did not come off. Everything was removed from the patient's body and the procedure was ended. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis inside the guide catheter. A visual examination of the crimped stent found the proximal portion of the crimped stent was severely damaged, distorted, bunched distally and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the highly calcified right coronary artery (rca). After pre dilatation was performed, a 2.50x20mm promus premier¿ stent was advanced to treat the target lesion. However, when the device was pulled back to position, the stent got caught and it accordioned. It was noted that the distal end of the stent was crushed on the balloon and was malformed. The stent was crumpled on the back end of the balloon but did not come off. Everything was removed from the patient's body and the procedure was ended. No patient complications were reported and the patient's status was fine.